Event description:
The customer stated that the insulin pump gave a no delivery alarm, followed by a motor error alarm. The customer reported a blood glucose of 500 mg/dl, and she had treated with a manual injection. The customer stated that the insulin pump was exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer also stated that she woke up sweating, and had low blood glucose levels this morning. The customer believed that the insulin pump delivered unwanted insulin because the reservoir was nearly empty, and it shouldn't have been. The customer was able to treat with food. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed the displacement test with units left on the status screen. Motor error alarmed during rewind due to motor encoder signal out of phase. Unit had cracked reservoir tube and battery tube threads. Unable to verify error alarms or perform any test due to motor anomaly.